Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a pericardial effusion was noticed after the pvi (pulmonary vein isolation) had been completed. They reported that the mapping catheter was moved to the right ventricle to perform differential pacing in the right ventricle and afterward, the pericardial effusion was discovered and confirmed by looking at the intracardiac echo. The medical team reported that after the pericardial effusion had been discovered, the patient became tachycardic and the patient's blood pressure was in the 80s via the arterial line. The medical intervention provided was a pericardial drain and that almost 2 liters of blood were drained from the pericardial space. The patient was then taken to the or for further observation. The CPR did not have to be performed on the patient. The patient was reported to be in stable condition. Physician¿s opinion on the cause of this adverse event was the procedure, pacing in rv base and apex. Outcome of the adverse event was improved . Patient required extended hospitalization because of the adverse event as pt still remains an inpatient in the hospital cardiac intensive care unit. She is alert and oriented, speaking, pericardial drain is still in place as of (B)(6) 2023 .relevant tests/laboratory data¿ act maintained 300 throughout the case. Generator information was ngen sn (B)(6)/. Software 2.0.3.251677/. Hardware version 0.2.1.8. Transseptal puncture was performed with a baylis nag needle and baylis su reflex sheath. Prior to noting the pe or CT, ablation was performed. They were at the end of the ablation procedure, which was a pvi, and some pacing was performed in the right ventricle for an ep study. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was automatic. It was at a flow rate of 2ml during the ep study portion. Automatic irrigation throughout the pvi portion of the procedure. 2ml/hr as they were performing an ep study in the rv , by pacing through the catheter , and noticed the effusion soon after that. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. All force visualization features were used. Visitag module was used, parameters for stability used (range; time; fot; tag size) was 25% at 3gms. Tag size is 3mm. No additional filter used with the visitag. Ngen software version used was 2.0.3.251677. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31004428l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).